Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
During an inspection in the technical service center, it was found that the displayed value was out of spec, 75 ¿ 83% in in-vitro calibration. The spec is 79 ¿ 85%. The product is expected to be returned to the manufacturer for further analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during an inspection in the technical service center, it was found that the displayed value was out of spec, 75 ¿ 83% in in-vitro calibration. The spec is 79 ¿ 85%. There was no patient injury reported.

Manufacturer narrative:
Our product evaluation laboratory received the oximetry optical module 2 (om2). When the in-vitro calibration was ran, the reading did not stay at 82%, but increased to over 85%. When the in-vivo calibration was ran, the svo2 reading was 60% but within a few minutes the reading increased to 63%. The in-vivo spec is =\-1%. A chip on the rear of the om2¿s housing was found. When the device was opened it was found that there was not a seal in-between the two halves of the housings. A wire was frayed and there is a through hole pad that appears to have had a rework attempted. The device is past its useful life with an expiration date of 04-feb-2014. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. In this event the diagnostic logs found no fault with the chemosphere monitor.